Event description:
It was reported that the pulse generator exhibited an inappropriate magnet response via transtelephonic monitoring. The patient was brought into the clinic and the device could not be interrogated. An electrocardiogram was performed and there was no magnet response from the device. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.